Event description:
It was reported that a large volume intermate had under infused. The device was filled with fabrazyme 35mg (non-baxter product) diluted with normal saline solution (non-baxter product) to a fill volume of 250ml. The expected therapy time was 2 hours; however, the device infused in 4 hours. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was discarded by the customer; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.